Manufacturer narrative:
Other, other text: h10 device evaluation results: one level 1 trauma fast flow disposables (part number p/n di-60hl) was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The unit was then leak tested on an h-1200 fast flow fluid warmer. No leaks were observed. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that after about 1.5 hours of use, the administration of six erythrocyte concentrates exhibited significantly reduced flow. This occurred despite the use of the pressure chambers. Only infusions of sterofundin were previously administered via the level 1 system. The system was examined for kinks. No kinks were found. Clots within the di-60hl system, or filter, were not present. The loss of time in the administration (installing a new/additional system) resulted in an emergency situation. The blood concentrates had to emergently be administered manually with pressure cuffs via a separate system. This had to be done because the concentrates were not warmed to the desired level. No patient injury or further complications were reported in relation to this event.